Event description:
Nevro attempted to obtain patient and device information but was unsuccessful..

Manufacturer narrative:
Nevro is currently attempting to obtain patient information. The device was not returned.

Event description:
It was reported to nevro that the patient acquired an infection. The patient was given antibiotics and the device was removed. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.